Event description:
The user reported water on the floor beneath the analyzer and received sporadic high sodium and potassium patient results. Three patient samples were affected. The user could only provide an estimation of potassium results for 1 out of the 3 patient samples, which were discrepant. The initial potassium result for one of the patients was about 9; and repeated at 4.5 mmol/l. None of the erroneous results were reported outside the laboratory. Potassium electrode lot number was not provided. The field service representative found there was a problem with the probe wash tower tube stoppers. He replaced the wash tower tube stoppers. To verify analyzer operation, he performed a system prime with no leak detected from under the wash tower. Calibration passed with acceptable results and controls recovered within the customer's specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.